Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a total joint surgical procedure, it was discovered that the battery oscillator device vibrated uncontrollably. It was not reported if there were any delays to the surgical procedure. A spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The actual device was returned for evaluation. The device was evaluated and the reported condition was confirmed. A visual and functional assessment was performed which found that the unit failed the oscillation frequency- excessive vibration during the pre-test. It was further observed that there was an unusual noise inside the battery oscillator device. During repair, it was observed that the cover sleeve and compression spring were corroded, the oscillator head base and the thrust disk on the set screw were worn, there was an unknown black substance on the ball bearing and the needle sleeve seized had a rough rotation. The assignable root causes were determined to be due to improper cleaning and normal wear. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.